Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube window.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level 107 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.